Manufacturer narrative:
Aspen surgical received a report from the distributor, indicating that product was found with seal issues. The distributor provided samples of the concerned product, which were evaluated. The pouches had an incorrect setup on the manufacturing line, as the distance between the pocket and sealed ends is supposed to be equal, but it was not for the provided samples. The root cause is a setup error on the manufacturing line. Production personnel were retrained on machine setup and first inspections. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury/death was reported. The issue was filed in our complaint handling system as c-1182591.

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury/death was reported. The issue was filed under our complaint handling system for number (B)(4).